Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect of image sensor unit or failure of internal board of the scope connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error message (scope error). The issue found at preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint of error e315 error message was not able to be reproduced, however, service repair observed noise in the image due to a board failure inside the scope connector. In addition, liquid leakage to the scope connector due to handling was noted. Furthermore, the following findings during inspection were noted on the device: there are curved rubber scratches caused by external factors. The curved rubber bond is cracked due to external factors. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. Review of the device history record found the subject device was shipped in accordance with specifications. Investigation is ongoing, this report will be supplemented accordingly following investigation.